Event description:
It was reported that when injecting amvisc into the patient's eye, the cannula detached from the syringe. The detached cannula went through the patient's iris causing bleeding. The physician noted that he had to push harder than normal to express the product. Leaking was noted behind the luer lock. Additional information has been requested but has not been received.

Manufacturer narrative:
The product has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.